Event description:
The patient contacted animas on (B)(6) 2012 alleging one week ago, she experienced elevated blood glucose (bg) of 400 mg/dl with symptoms of a taste in the mouth, ketones, nausea and increased urination. The patient alleged that the pump lost power during the night while she was sleeping. The patient stated the pump had been losing power and shutting off for approximately two weeks. This reported adverse event occurred approximately one week prior to the call to animas. The patient stated that the morning of the elevated bg, she was able to restart the pump and administer a bolus dose and her bg came back into normal range. The patient stated that she did not need medical intervention and was able to self treat for the elevated bg. The patient denied the pump being exposed to moisture and stated there was no visible damage to the battery compartment or battery cap. This complaint is being reported because the patient experienced elevated bg while on insulin pump therapy with a pump experiencing power interruption which remained unresolved.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4) - device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history revealed power on resets recorded, but no alarms related to the complaint in the alarm history. There was no damaged noted to the battery compartment or the returned battery cap. The battery cap was found to be within specification. A rewind, load and prime sequence was performed during testing without any problems. The pump was exercised for 29 hours without power loss or rebooting. The pump was found to be delivering insulin appropriately. The pump was opened for investigation and did not reveal any evidence of moisture, defect, damage or contamination inside the pump. The power complaint was confirmed in the pump history but was not duplicated during investigation.